Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues prior to this reported event. (B)(4).

Event description:
It was reported that the customer found a burnt rds-ds docking station. No patient incident was reported.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.